Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during archive data review and functional testing. The root cause of the reported complaint was the defective drivetrain motor, due to a defective component. User mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer in 2018. Performing regular preventive maintenance would prevent the brake gap from exceeding allowable tolerance and causing the autopulse platform to stop functioning with a system error, per design. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area, and multiple cracks/breakages were observed at the screw well area of the bottom enclosure. In addition, it was noted that the load plate cover was defective with a hole, affecting the watertight seal. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures and the load plate cover were replaced to address the observed issues. A review of the archive data showed a system error, user advisory (ua) 139 (unable to hold compression position); thus, confirming the reported complaint. During functional testing, the autopulse platform displayed "system error, out of service, revert to manual CPR" upon powering up; thus, confirming the reported complaint. Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. The brake air gap could not be adjusted and continued to open out of specification. The defective drivetrain motor assembly was replaced to address the system error, ua139. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.